Manufacturer narrative:
Based on the claim against the product by the customer noting the recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests but failed electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection showed thermal damage. No portion of the conductor wire insulation was missing, and the wires are not exposed. The complaint was confirmed based on fa, which indicates that the device did contribute to the customer reported issue. The probable root cause of the broken conductor wire at the distal end is attributed to a component failure. This complaint is being reported due to the following conclusion: failure analysis investigations acknowledges the conductor wire was broken at the distal end and thermal damage was found during visual inspection. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a force bipolar instrument had a recognition issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.